Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 "during the removal of device during post-operative visit, the item broke into 2 pieces, one of which was in the patient. A surgical instrument in the office was used to remove the broken piece inside the patient". A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"The item broke into 2 pieces, one of which was in the patient".